Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd implanted: (B)(6) 2016; 1125 hvad outflow graft implanted: (B)(6) 2020; 1103 hvad pump implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for the detection of an atrial arrhythmia with rapid ventricular response by the cardiac resynchronization therapy defibrillator (crt-d) that was classified as ventricular fibrillation (vf). It was noted that the right ventricular (rv) lead had chronically low r-waves. The device and lead remain in use. No further patient complications have been reported as a result of this event.